Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient was hospitalized on (B)(6) 2009 and underwent a total hip replacement on (B)(6) 2009. Now through a lawyer, the patient asks stryker and the hospital for the compensation for damages of the surgery, medications, treatments, visits, interventions, assessments, omitted information and for creating situations which arose after the surgery. So far we do not have any other info.

Manufacturer narrative:
Additional devices listed in this report: cat # 6260-9-240, product description: v40 cocr lfit head 40 mm/+4, lot # mete4jx1; 542-11-60g, trident psl with purefix ha 60 mm, 019mhe; 623-00-40g, trident 0 deg insert 40 mm, 2j3mne. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision surgery involving a abgii stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patient was hospitalized on (B)(6) 2009 and underwent a total hip replacement on (B)(6) 2009. Now through a lawyer, the patient asks stryker and the hospital for the compensation for damages of the surgery, medications, treatments, visits, interventions, assessments, omitted information and for creating situations which arose after the surgery. So far we do not have any other info.